Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.

Event description:
It was reported that the top of the lead was deformed. The parameter was abnormal so the doctor gave up on using the lead. No patient complications were reported as a result of this event.